Manufacturer narrative:
It was reported that a 62-year-old female patient underwent an idiopathic ventricular tachycardia (idvt - right) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. The physician was attempting ablation in an area with high impedance in the anterior right ventricular outflow tract (rvot) and the smartablate generator automatically shut off. The ablation catheter force readings were not high. The patient's blood pressure was then noted to be lower than baseline, with an increased heart rate. The physician then used intracardiac echocardiography (ice imaging), using a soundstar catheter, to confirm a pericardial effusion. A pericardiocentesis was performed, with about 350 ml of fluid removed. A drain was left in place. The procedure was abandoned. The patient was reported to be in stable condition at the time the complaint was reported. There was no evidence of any effusion present before the procedure. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and a visual inspection, as well as an evaluation of all features of the catheter were conducted. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30567946l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an idiopathic ventricular tachycardia (idvt - right) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. The physician was attempting ablation in an area with high impedance in the anterior right ventricular outflow tract (rvot) and the smartablate generator automatically shut off. The ablation catheter force readings were not high. The patient's blood pressure was then noted to be lower than baseline, with an increased heart rate. The physician then used intracardiac echocardiography (ice imaging), using a soundstar catheter, to confirm a pericardial effusion. A pericardiocentesis was performed, with about 350 ml of fluid removed. A drain was left in place. The procedure was abandoned. The patient was reported to be in stable condition at the time the complaint was reported. There was no evidence of any effusion present before the procedure. This adverse event was discovered during use of biosense webster inc. (Bwi) products. The physician did not provide a causality opinion for the cause of this adverse event. The patient stayed overnight and did not require extended hospitalization. Prior to noting the CT, ablation was performed and there was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event and the flow setting were set per the instructions for use which was at 8/15ml. No error messages were observed on the bwi equipment during the procedure. Force visualization features use were: graph, dashboard, vector & visitag. The visitag module parameters for stability set at: 2 mm, 3 secs, 25% at 3 g, tag size 3 mm and tag index used for color options. Max wattage used: 30w, total lesions: 6. The high impedance cut-off exceeded (ablation stopped) issue was assessed as not MDR reportable. Since the user-defined cut-off was exceeded and ablation was stopped the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. Since the cardiac tamponade event is life threatening, might result in permanent impairment of a body function or permanent damage to a body structure, or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is considered MDR reportable.